Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after sealing and cutting tissue. Additional resection was required in order to remove the device from the patient. There was no bleeding. Another device was opened to complete the procedure and there was no patient injury.